Event description:
A lead was returned from an unknown source with no information to the manufacturer, analyzed and subsequently tested out of specification. The patient died approximately twelve years after implant of the lead six years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression. The lead was implanted 18 years ago and the patient died six years ago. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.